Event description:
Info was received regarding a pt, with a history of osteoarthritis of the hip and knee. The pt had previously been treated with a course of synvisc injections in the hip 9-months ago. No problems or adverse events were reported. The pt began a series of synvisc injections in the knee in 2003. Twenty-four hours following the injection, the pt experienced a rash on their leg with welts and swelling in their throat and tongue. The pt was treated in the emergency room with IV benadryl and prednisone. At the time of this report, the pt's clinical outcome is unk. Qa investigation results: product release data were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability.